Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to an unrelated issue. Review of the pump¿s black box revealed related alarms. The pump could not complete a 24-hour exercise test due to a recurring unrelated alarm. Unrelated to the complaint, the bolus button was found to be missing. Corrosion was observed on the bolus button contact. A battery compartment crack was discovered; there was no evidence of battery compartment moisture ingress. The returned battery cap threads were damaged and the battery cap was unable to be properly secured. The keypad was found to be torn. Evaluation revealed that all keypad buttons were appropriately responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored. Leak testing revealed a bolus button leak. Corrosion was observed on the motor drive flex cable.